Event description:
Information was received regarding a cadd solis vip pump. It was reported that the cassette cannot attach properly. It is unknown if there was a patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with the smiths tampered seal label missing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was evidence of high alarms found in the event log, ehl. A functional testing was performed to investigate the reported issue and it was not confirmed. However, multiple error were observed in the device ehl log related to the downstream occlusion sensor, dso, sensor. It was recommended that the dso sensor be replaced for preventative measures.

Manufacturer narrative:
B5: customer provided additional information that the reported issue did not occur while in use with a patient.